Manufacturer narrative:
Reporter address: establishment name: (B)(6) hospital /(B)(6) orthopedics. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a patient underwent a revision surgery after it was found, postoperatively, that the patient had progressive spondylolisthesis and stenosis at the level of the mobi-c implant. The device was removed and replaced with alternate implants. No further surgical information was provided. The patient's condition following the event was reported to be stable, no additional impacts were reported.

Manufacturer narrative:
(B)(4). Reported event was confirmed via the pre-op x-ray image and MRI image, it appears that the superior vertebral bone (the bone connected to the superior plate of the implant) is slipping/moving forward relative to the rest of the spine (spondylolisthesis). Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : discarded.

Event description:
No further event information available at the time of this report.